Event description:
Within 24-48 hours of wearing the contact lens, eyes become very weepy, with excessive mucous production to the point of visual distortion and inability to open lids without removal of mucous. I changed lenses, suspecting possible user contamination. The same results persisted. I wore glasses, on the chance, it could be an allergen issue. Did not have the problem while wearing glasses. When I resumed wearing a new pair of contact lenses, the same problem presented. I have been a contact lens wearer for over 25 years and have never experienced anything like this. In speaking to a colleague with the same brand of lenses, she reports similar issues. Frequency: weekly extended; ophthalmic. Dates of use: 2009. Diagnosis or reason for use: astigmatism corrective lens. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.